Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems implanted: cervical and thoracic. This issue is related to the patient's thoracic ipg. It was reported after a surgical procedure to implant the patient's thoracic ipg, the sjm representative was unable to establish between the thoracic ipg and the patient's controller. However, diagnostic testing revealed all impedances (thoracic) were normal. It was also reported the patient's thoracic ipg was found to be inoperable. Subsequently, the patient underwent surgical intervention where the thoracic ipg was explanted and replaced. The patient reported effective stimulation therapy postoperative. Surgical intervention resolved the reported issue.